Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an upper endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the clip was sticky during deployment. They had to jiggle the handle and apply pressure with the scope to change the angle multiple times to get the clip release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.